Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2015. Patient's mother was advised to try re-pairing the transmitter, make sure no other bluetooth devices were around and reboot the phone. At the time of contact, no injury or medical intervention was reported.